Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blood blister under the electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest at night due to the discomfort and skin irritation. Follow up indicated that the patient's skin irritation improved.